Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 55-58 mg/dl range at the time of the incident. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering in auto mode. The customer had another incident on (B)(6) 2017. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Installed a water filled test reservoir, and primed insulin pump. Set a basal rate and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at device display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window. Device was programmed with test mmt-7811 transmitter link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and device display the programmed valued properly on the display graph. No sensor anomalies were noted. Device feature auto mode was turn on and monitored. Device displayed properly the auto mode icon and feature working properly. (B)(4).